Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: l5-s1 posterior lumbar interbody fusion. L5-s1 posterolateral arthrodesis. L5-s1 internal fixation with theken spinal rod system. Utilization of the l-pod device for interbody fusion biomechanical device at l5-51. Harvested local bone graft. Utilization of bone morphogenic protein to the posterolateral fusion mass. Per op notes, intra-op x ray confirmed positioning and laminectomies were performed at l5-s1 along with medial facetectomy. Later, the lateral mass and transverse process were decorticated and the harvested bone graft along with bone morphogenic protein was placed in these areas. Patient tolerated the procedure well without any intraoperative complications. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.